Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to specifications, crease fold, deformation, red and brown particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma and anxiety related to the textured implant recall continued. (B)(4).

Event description:
Patient reported left side ¿breast is heavy,¿ ¿implant comes out the pocket,¿ and anxiety related to the textured implant recall. Patient also reported "fluid around breast, which they think it's from their heart with lymphedema, fluid around the heart not in the heart,¿ ¿pain on the left side arm,¿ "breathing problems," "can¿t raise their arm, hard to raise arm without feeling like their arm is cracking" and "third-degree burns from radiation.¿ these events are not related to the device. Later the healthcare physician reported ¿periprosthetic fluid," and "capsular contracture baker grade unknown." The device has been explanted.